Event description:
The patient's mother reported she believes the infusion device delivers too much insulin since (B)(6) 2011. On (B)(6) 2011 at approximately 10:20pm, the pt's blood glucose measured 54 mg/dl and she felt very sick. She was given food by her mother and at 11:00pm, her blood glucose measured 32 mg/dl. Each night between 11:00pm and 1:00am, the pt experiences low blood glucose as low as 24 mg/dl. The pt's normal blood glucose range is 110-130 mg/dl. No further info is available. The infusion device was replaced and requested to be returned for eval.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.